Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 135 ohms. A commanded shock of 1.1 joules was delivered and the impedance values dropped back to 93 ohms. The rv lead remains in service and there were no additional adverse patient effects reported.